Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Analysis indicated that the outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation kinked. No insulation breach was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to place a lead in the atrium, but due to the patient's tight anatomy, the lead insulation was damaged. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.